Event description:
No information provided with returned product, medication tag on IV set stated "start (B)(6)." One used primary set with a ballooned pump segment received.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection revealed a slightly weakened area at the top of the silicone pump segment, consistent with ballooning effects. Functional testing was performed; no ballooning occurred. The set was then pressure tested and the weakened area of the pump segment ballooned. The root cause of the balloon in the silicone segment could not be identified.